Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection message occurred during load process. Subsequently, the pump indicated a data log corruption. The customer¿s blood glucose was 116 (mg/dl). A new cartridge was loaded successfully and insulin delivery was resumed.